Manufacturer narrative:
The device was discarded at the user facility. The root cause of the event could not be determined.

Event description:
It was reported that during preparation for a pca procedure, it was noted that the stent was not on the delivery system. The physician's nurse removed the packaging coil to inspect the device and noted that the liberte bms was not on the delivery system. The procedure was completed with another liberte bms delivery system without further incident or complication. There was no patient contact.